Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they charged their implant like clockwork every week and each week they were having more and more trouble getting the wireless recharger to connect with their implant and stay connected to charge it. The patient stated they wanted to know if their implant was dying. The patient reported the wireless recharger would connect, then lose connection. The patient stated it took about 8-10 minutes to connect last week and the week before it took 5 minutes and it was taking longer to connect. The patient stated the issue was with getting it to connect and stated once it connected, it was fine. The patient provided the event date as the sunday that just passed and the sunday before that as patient stated they charged every sunday morning. The patient reported they were told at some point the whole thing would have to be changed out and that it would die on them. The patient asked if there was a way to check how much the battery is wearing out because they knew after a certain amount of time these wear out and you have to get a new one. The agent reviewed implant battery longevity with the patient and redirected the patient to their healthcare provider to further address the issue. The patient stated they were told 3-5 years max on their current implant battery. The agent had the patient try to start a charging session on the call and patient confirmed successfully charging their implant 90% battery with therapy on. The patient stated they charged their implant yesterday so stated they didn't think it should be down to 90%. The patient stated on the call was the first time it connected to charge with the patient holding the wireless recharger. The patient confirmed on the call it was working, but stated yesterday it was not. The patient later reported they lost connection charging when on the call and stated it kept going off/on charging even when patient did not move and before it never used to lose connection. Reviewed recharging best practices. The patient stated they wanted to stop charging on the call. The patient stated their doctor was no longer there and they did not have a doctor. The agent offered to send the patient physician listings, but the patient declined and stated their new doctor that works with them for their bladder did not like the manufacturer and told the patient when it dies that the doctor will replace it with something else. The patient mentioned their implant works in tandem with another stimulator and stated it was not to stop incontinence but stated it was to pull "stuff" out of the large intestine. The patient did not clarify this. See 708958309 for previous recharger issues. Patient stated they have had no trouble with the charger since until this issue noted above. Agent had a difficult time following patient throughout the call and made best attempt to document all relevant event information.